Manufacturer narrative:
Technician found the head of bed was drifting downward slowly due to a faulty CPR valve. Replaced CPR valve to resolve this issue.

Event description:
Technician found the bed in "down" storage area. Bed had a note saying "head won't stay up."